Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) device froze, the ECG heart symbol in the upper right corner of the upper display was flashing and that waveform drawing had stopped immediately after startup while preparing for clinical use. Recovered the device by power cycling, and clinical use began thereafter. There is no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that prior to use, the cardiosave intra aortic balloon pump (iabp) froze after startup. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that based on the fact that the ECG heart symbol in the upper right corner of the upper display was flashing and that the waveform scanning had stopped, it was highly likely that the "screen freeze" button was responding. As a precaution, the fse rewrote the d00 software. All functional and safety checks were performed to factory specifications.